Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5fr sheath in the common femoral artery. It was reported that the user was not able to deliver more than 3.5cc of procoagulant and proper occlusive pressure was not obtained. Following the procedure the patient developed a small hematoma. Attempts by vsi to obtain further informatuon regarding patient treatment and status have been unsuccessful at this time.